Event description:
A customer contacted beckman coulter inc. (Bci) to report line 24 in the ise had popped out and customer re-attached and tried calibration. Calibration failed and customer stated that line 24 popped out again. No injury was reported.

Manufacturer narrative:
Field service engineer found a pinched tube that kept popping, and replaced the line 24 from ration pump to electrolyte injection cup (eic). The customer to monitor and report to bci if event. No further ion-selective electrode (ise) leak complaint was filed as (B)(4) 2011.